Manufacturer narrative:
[(B)(4)].

Event description:
The dental implant fx5008swc was removed on (B)(6) 2020 due to failure to osseointegrate 2 months and 24 days after implantation. The patient has history of tobacco use. The doctor noted bone resorption during explantation. The patient required bone augmentation for the operation. The patient has recovered without complications.